Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 58 (mg/dl). Reportedly, the customer delivered a bolus and received an incomplete bolus alert. The customer then delivered a second bolus and checked the pump history. When the pump history was checked, it showed that two boluses were delivered. Candy was consumed to address bg levels. The customer was reminded why the incomplete bolus alert occurs. Recommendation was made to consult with a health care provider to discuss diabetes management.